Event description:
A literature article which explained history of a penetrating corneal trauma with decreased vision in the right eye (od), especially in photopic conditions. A rounded lesion with smooth thin walls and low reflective content was observed in the anterior chamber, in contact with the corneal endothelium, suggestive of an iris cyst with epithelial down growth. A serious pseudo-hypopyon was formed after the cystotomy by the cyst content. The patient presented with decreased vision and pain after the procedure. Examination found corneal edema and the intraocular pressure (iop) was high. Intravenous mannitol and sub-tenon triamcinolone acetonide, and a treatment with dexamethasone, brimonidine, and timolol drops, in addition to oral acetazolamide was initiated. The next day the iop was low. One week after the cystotomy, pupil position had improved, and the cyst walls had collapsed. The the iop was normal without further treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. With no additional, related information provided, the reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).